Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It is a possibility that excess force had to be applied while inserting the sheath due to patient's hard bone causing the break. Other than this, a root cause cannot determined. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Product details not provided.

Event description:
Customer quality received an email stating a sales rep had an intrafix sheath break while being malleting. Upon insertion of the screw, he noticed part of the sheath came out and also part of the graft itself broke. The majoriy of the sheath remained intact and they were able to finish the case. The patient had extremely hard bone. The following information was received via phone from our sales rep on (B)(6) 2017; to find out additional information regarding what part of the graft broke as described in the event description provided to mitek. He stated that there must have been a misunderstanding, the graft was fine, there was no issue with it and that the graft had not broken. The sales rep stated that there were no adverse patient consequences.